Manufacturer narrative:
Post market investigation engineering department evaluated pictures of the maryland bipolar forceps instrument provided by the customer. Based on the provided pictures, it appeared that the yaw pulley side opposite the conductor wire broke off. A breakage in this location would likely result in non-intuitive motion. There is no evidence that the breakage was caused by mishandling/misuse. The maryland bipolar forceps instrument was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned and/or if additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: a piece of the instrument broke and fall inside the patient. The broken piece was retrieved and no patient harm was report. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the maryland bipolar forceps instrument was not responding. Upon visual inspection of the instrument, it was noticed that a piece of the instrument broke off into the patient. The broken piece was successfully retrieved from inside the patient. The procedure was completed successfully with no reported patient complications.